Event description:
A malfunction was reported where a malf 4 error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy, and technical support arranged to replace the faulty pump. The customer was guided to put the malfunctioning pump into storage mode and return it using a pre-paid label.